Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3778-45 lot# serial# v774991023 implanted: 2011-10-31 explanted: 2015-07-27 product type lead product ID 3778-45 lot# serial# v774991024 implanted: 2011-10-31 explanted: product type lead product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received from the patient via the manufacturer's representative (rep) reported the patient lost coverage on their left side after a fall eight months prior. There were also high impedances on the 0-7 lead. As a result the lead was replaced on (B)(6). Following the replacement the patient regained full coverage.

Event description:
It was reported the patient had no stimulation sensation and the onset was gradual in nature. The patient had the stimulation setting at 4.6 volts and she was not feeling stimulation. The patient was asked to increase the stimulation up to 9 volts, but there was still no stimulation sensation. The problems started occurring a couple weeks prior to the report. The patient mentioned she had fallen in august and broke her foot and their wires broke. The device was not working at the time of the report and the patient was still having concerns with their device or therapy, but they had sought further help.

Event description:
Additional information received reported that the patient had not found a doctor as of (B)(6) 2014. The patient was waiting for their vehicle to be working again. The patient had called one doctor but was not able to get an appointment. The patient was given another doctor to call but if still unable to get an appointment was advised to call the manufacturer back.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).